Event description:
While in the process of deploying the angioseal closure device the delivery sheath came apart, the physician was called back in to help rewire the artery and insert a new sheath.device #1is this a laboratory device or laboratory test?no.